Event description:
It was reported that the patient experienced issues to operate the pump of his inflatable penile prosthesis (ipp). The patient claims pain at the site of the scrotum, above the pump's button, when activating the device. The patient also stated that he rarely successfully achieves a full erection and it takes him several tries. The patient met with his physician and was unable to get the device did not work but the patient could not consistently activate it. It was determined that the bulb was not able to re-inflate after being deflated. A revision surgery was performed to replace the pump. After replacement the device was working properly. A full recovery is expected for the patient.

Event description:
It was reported that the patient experienced issues to operate the pump of his inflatable penile prosthesis (ipp). The patient claims pain at the site of the scrotum, above the pump's button, when activating the device. The patient also stated that he rarely successfully achieves a full erection and it takes him several tries. The patient met with his physician and was unable to get the device did not work but the patient could not consistently activate it. It was determined that the bulb was not able to re-inflate after being deflated. A revision surgery was performed to replace the pump. After replacement the device was working properly. A full recovery is expected for the patient.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. It was indicated that the event occurred within six weeks of device implantation. Investigation summary: with all the available information, boston scientific was unable to confirm the reported inflation issue, the device performed within specifications. The reported patient symptom is a known risk associated with inflatable penile prosthesis and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. The cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The cylinders passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of pain was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced issues to operate the pump of his inflatable penile prosthesis (ipp). The patient claims pain at the site of the scrotum, above the pump's button, when activating the device. The patient also stated that he rarely successfully achieves a full erection and it takes him several tries. The patient wonders if he got a defective pump, however, a malfunction has not been confirmed as the device remains in service. The patient will attend a revision appointment on (B)(6) with the physician. Patient education coordinator has already contacted the patient in order to find out if he requires further device training. No more information is available at the moment, additional information will be provided as it becomes available.